Manufacturer narrative:
Follow up 09-apr-2015: one device was received on 30-mar-2015. Ptc investigation results were updated and provided. Ptc global number: (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment:: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-insert was deployed and detached. All IFU steps were completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event during the procedure is an anticipated event. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a reported product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated with no quality defect or device malfunction confirmed. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure there was a suspected tubal spasm on the left side; the delivery system was caught in device and led to incomplete release. The insert was placed far too low. Additionally it was reported another attempt to insert device failed (two unsuccessful attempts to place essure in the left fallopian tube) due to stress of patient during intervention. The reported events, interpreted as suspicion of fallopian tube spasm, device deployment issue and failed insertion due to patient unspecified stress, were considered non-serious. Stress is unlisted according to essure's reference safety information; while the remaining events are listed. In this particular case, considering the reported events occurred in association with essure placement procedure a causal relationship with the suspect insert cannot be excluded. Initially, device malfunction (breakage) was reported and this case was regarded as other reportable incident. A device sample was later investigated and it was concluded the device was not broken, therefore this case was downgraded to non-incident.

Manufacturer narrative:
Follow up information received on 06-jan-2015: this case refers to (B)(6) female patient. Patient history includes infections with iud and she was multiparous and did not tolerate oral contraception. During the insertion procedure, the hysteroscopy found normal both cavity and cervical outlet. The right and left ostia were clearly seen. Patient had an unsuccessful attempt in the left ostium due to impossibility to insert essure system. In view of suspected tubal spasm, attempt on the right side was performed; the placement was easy and painless in this fallopian tube. The release of the insert was not complete and when the delivery catheter was removed, the insert was placed far too low in intracavitary. Lt was decided to remove the insert with small pliers put in operating channel. Besides, there were still two unsuccessful attempts to place essure in the left fallopian tube still with no success due to an obstacle at the introduction of essure. The insertion procedure took 1 hour. No bleeding or pain occurred during the intervention. No further information will be available. Case closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 07-jan-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report; refers to (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure there was a suspected tubal spasm on the left side; the delivery system was caught in device and led to incomplete release. The insert was placed far too low. Additionally it was reported delivery system broke and half of the device was in fallopian tube (complication of device insertion). Another attempt to insert device failed (two unsuccessful attempts to place essure in the left fallopian tube) due to stress of patient during intervention. The reported events, interpreted as suspicion of fallopian tube spasm, device deployment issue, breakage and failed insertion due to patient unspecified stress, were considered non-serious. Stress is unlisted according to essure's reference safety information; while the remaining events are listed. Device breakage was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. In this particular case, considering the reported events occurred in association with essure placement procedure a causal relationship with the suspect insert cannot be excluded; and given the reported device malfunction (breakage) this case was regarded as other reportable incident. Ptc analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c38213 (expiration date 31-mar-2017) insertion attempted. After insertion of delivery system in right fallopian tube, during release of device, the delivery system was caught in device and led to incomplete release. The delivery system broke and half of the device was in fallopian tube. Device and delivery system was removed. Another attempt to insert device failed due to stress of patient during intervention. Insertion was stopped and postponed. No further information would be available. The product technical complaint investigation and final assessment were received on (B)(4) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: as of (B)(4) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure and difficulty detachment event are anticipated events. Medical assessment: this ptc was initiated due to a reported product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse event is not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure delivery system was caught in device and led to incomplete release. Delivery system broke and half of the device was in fallopian tube (complication of device insertion). Another attempt to insert device failed due to stress of patient during intervention. Insertion was stopped. The reported events, interpreted as device deployment issue, breakage and failed insertion due to patient unspecified stress, were considered non-serious. Stress is unlisted according to essure's reference safety information; while the remaining events are listed. Device breakage was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. In this particular case, considering the reported events occurred in association with essure placement procedure a causal relationship with the suspect insert cannot be excluded; and given the reported device malfunction (breakage) this case was regarded as other reportable incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information will be requested.